Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall. 2027111-01/26/24-001-r.

Event description:
Type of procedure: cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Insert in a cff03 trokar without pressure, trying to load a clip, press the handle, no clip occured. Targed structure could not be clipped, no clip got loaded. Open another one to resolve the situation. Info received from applied medical representative via teams message 23jan24: (B)(4) units with the exact same problem in the same surgery. Patient status: no patient injury reported. Intervention: open another one.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Type of procedure: cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Insert in a cff03 trokar without pressure, trying to load a clip, press the handle, no clip occured. Targed structure could not be clipped, no clip got loaded. Open another one to resolve the situation. Info received from applied medical representative via teams message 23jan24: 2 units with the exact same problem in the same surgery. Additional information received from applied medical representative via email on 24jan24: patient is well. The clip doesn¿t move into the jaws. Both event devices have the same lot number (1495832). Patient status: no patient injury reported intervention: open another one.